Manufacturer narrative:
Received 2 pictures for investigation. On visual inspection of the 2 pictures received it can be observed the tip of the syringe is broken by over-screw (it has been screwed too much). Ten retained samples of lot 1704220p were evaluated. Visual inspection of these ten retained samples, no damage or molding defect can be observed in the tip of any of them. DHR of lot 1704220p has been reviewed not finding any annotation or deviation regarding the alleged defect. Luer lock tip is designed to ensure a complete connection between devices connected. All syringes of reference 300865 meet specifications for tips according to iso-594-1 and en-1707 regulations. Tip and thread of the ten retained samples are verified with iso 594 reference gauges ((B)(4)). The ten samples meet iso 594. Conclusion: since no incidence has been detected in DHR review and no defect has been found in the ten retained samples evaluated, no manufacturing defect can be confirmed. This defect can be caused if the syringe is connected applying over-screw, the thread can result damaged and the tip broken.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the male tip of a bd plastipak¿ 50ml concentric luer lock syringe snapped off inside a 3-way tap. This resulted in a delay in patient treatment. No other medical interventions were provided.